Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? ¿ more than 24. Did the event occur during one or multiple patient procedures? - multiple. What is the total number of procedures? ¿ approx. 15. How many devices demonstrated the alleged deficiency in each procedure? - 2. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? - no. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? ¿ not reported. How long, in minutes, was the surgery prolonged? ¿ not reported. Which tissue was being sutured when the event occurred? ¿ cartilages & soft tissues during rhinoplasty. Was additional dissection required in other organs/tissues other than the target tissue? Not reported. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Not reported. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) ¿ not sure who should it be. Please provide with the shipping status and the shipment tracking number ¿ as per previous sops it should be collected and shipped by distributor, mpc. Dear (B)(4) please advise. Additional h11: was surgery delayed due to the reported event? Yes. If yes, number of minutes: 2-5. Action taken when event occurred? Another ampule of suture opened. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/outcome/consequences: no patient involvement. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown, (B)(4). Device property of: none. Device in possession of: none. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2026 and suture was used. During the procedure, ent/plastic doctor, who performs rhinoplasties & who has been using ethicon sutures for more than 30 years and particularly prolene 5-0, has complained that he started to constantly face issues with the needles: specifically with prolene 5-0 cutting needles w8872t start to bend and break easily and that impacts the procedure: time, quality if stitching etc. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/15/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified